Event description:
It was reported that upon disconnecting the distal end of the y-port, the remaining connection leaked as it was connected to the patient's cannula. No patient injury was reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. Operator of device is unknown. No information provided to date.

Manufacturer narrative:
Other, other text: d5: operator of device: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: two pictures were reviewed. Picture one shows an administration set with a close-up to the y-site connection asv valve, male luer connection and female luer check valve. Picture two shows an administration set with the y-site connection removed. Per the images attached, the complaint is not confirmed. As no product sample was returned, no functional testing could be performed. The reported complaint could not be confirmed. The root cause cannot be determined since the device was not returned for further analysis. The root cause cannot be determined since the device was not returned for the analysis. No corrective action will be implemented as the complaint was not confirmed. No lot or serial number was provided therefore, a device history record (DHR) review could not be performed. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# 617147.